Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting was not performed. Customer treated their high blood glucose via insulin pump. The insulin pump will not be returned for analysis.